Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: a saline mentor smooth round moderate plus profile 500cc, catalog number 3502500, serial number (B)(4), lot number 5915569. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with saline mentor smooth round moderate plus profile 500cc breast implants and experienced deflation and capsular contracture on the right breast implant. The deflation was confirmed by the healthcare professional. The patient experienced device migration on the left breast implant. As a result, the patient had undergone removal and replacement with saline mentor smooth round high profile 500cc, catalog number 3503500, serial number (B)(4), lot number 7595315 on the left breast implant and with saline mentor smooth round high profile 500cc , catalog number 3503500, serial number (B)(4), lot number 7595315 on the right breast implant on (B)(6) 2018. The patient was in a stable condition after the surgery. The patient tolerated the procedure well. This medwatch is for the left breast implant.

Manufacturer narrative:
On 6/27/2019, during evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation (mre) was performed for the finished device number 5910447, and no non-conformances related to the reported complaint were identified. Manufacturer's reference number: (B)(4).